Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (ti lcp distal femur plate 13 holes/316mm/right-sterile, part number 422.258s, lot number 8695104). The subject device was not returned in its original packaging. The laser etching is legible. The device is broken at the fifth hole and shows multiple marks and scratches on all sides of the device. The subject device dimensions relevant for the function of the product were measured and were found to be within manufacturing specifications. A review of the device history record review of the reported lot did not reveal any abnormalities or deviations which could lead to the complaint condition (as previously reported). The material release certificate for the raw material lot used was also reviewed and was found to be within specification. The complaint condition is confirmed; however, the complaint is not valid from a manufacturing standpoint, as no manufacturing-related issued were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2016. During the investigation of the received devices, it was confirmed that one 3.5mm titanium (ti) cortex screw had broken postoperatively. The remaining three screws (5.0mm ti locking screws) were received intact. The reported plate was received broken as initially reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the relevant measurable dimensions of the lcp-df plate and cortical screw were as far as possible checked and found to be in compliance with the technical drawings. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards for implants for surgery, ti-6al-7nb. Both fracture surfaces are homogenous, which indicates material conformity. The evaluation of the plate has shown that there is broken at the fifth hole and showed multiple marks and scratches on all sides of the part. The evaluation of the cortical screw has shown that the tip is broken off and the broken part is missing. The part also showed multiple marks and scratches on the threads of the screw. Finally we are based on the provided information we are not able to determine the exact cause of this breakage. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure of the nail. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight initially reported of (B)(6) is correct. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age not provided by reporter. This report is for unknown d c plate, unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(6). 510k#: unknown subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a plate is broken postoperatively. The patient underwent revision surgery to remove the broken plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that the: part: 422.258s lot: 8695104. Manufacturing location: (B)(4), manufacturing date: 12 november 2013, expiry date: 01 november 2023. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An update was received on (B)(6) 2015 with an updated device report and pictures were available. The pictures indicate that there were screws that were also broken in addition to the plate. No further information is available at this time. Unknown when the screws broke or if there were any retained pieces. The breakage was near to a screw hole. Date of event / breakage was provided by patient.